Manufacturer narrative:
(B)(4).

Event description:
This rv lead dislodged and was repositioned on (B)(6). The lead was successfully re-positioned and tested. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.